Manufacturer narrative:
Sample requested but not received at time of this report. Investigation is ongoing. A follow-up report will be sent when available.

Event description:
Incident reported as: the neptune heater was on and breathing circuit was lying across pt's chest and artifact spikes appeared on pt's heart monitor. These spikes looked like ectopy. The phillips intellaview mt50 pt monitor and a heated wire circuit were also used in conjunction with the neptune heater. The circuit was changed and ectopy stopped. No pt injury reported.